Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and will not allow them to prime. Advised customer to discontinue use of device ad revert to back up plan. Customer stated they do not recall any significant events that lead to alarm or if the device was dropped. Customer's blood glucose level was 115 mg/dl at time of reported. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No sticking buttons or button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.